Manufacturer narrative:
This event originally was not reported in accordance with the procedures in place at the time. The reporting process has since been updated to align with the FDA guidance document and a review of this complaint at closure has determined it should be a reportable event. Sorin group (B)(4) manufactures the s5 roller pump. The event occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The service representative was able to reproduce the issue and traced the fault to a defective hms 0409 motor control board. The defective board was replaced and subsequent functional testing found the unit to be working according to specification. No further recurrences have been reported with this unit. The service representative performed a serial read-out of the pump and provided it to sorin group deutschland for further analysis. Analysis of the readout confirmed the reported issue. The root cause of the failed board is unknown. However, sorin group (B)(4) has determined the most likely cause to be aging components. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue. Evaluated by sorin (B)(4) field service.

Event description:
Sorin group (B)(4) received a report that the s5 roller pump stopped and displayed an error code during the procedure. There was no patient injury.